Event description:
The patient was in an isolation room and caregivers only responded when the heart monitor alarmed. When caregivers entered room, patient was disconnected at the wye, vent was visually and audibly alarming as designed with "circuit disconneced" showing on screen.